Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a battery error. She also reported receiving a battery failed alarm. The customer stated she replaced the battery and her insulin pump's screen went blank. Customer's blood glucose was 389 mg/dl. The customer was assisted with clearing the alarm. Troubleshooting found the battery compartment was not damaged or corroded. The failed battery test alarm persisted after troubleshooting. The customer was advised to replace her insulin pump and revert to a back-up plan. No additional information provided.